Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 41 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Customer was treated with unspecified intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Tandem technical support performed a systems check and verified that the pump was working as intended. Customer acknowledged information.